Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the balloon popped on the short port during inflation. The surgeon used a replacement unit to finish the procedure. No pt complications were reported.